Manufacturer narrative:
No code available - slow flow. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure in japan using a csi orbital atherectomy device (oad), a slow flow event occurred. The target lesion was 90% stenosed and located in the mid left anterior descending artery (lad). The lesion was treated using three passes of the oad on low speed. Transient slow flow was noted and was resolved with administration of vasodilators.